Event description:
It was reported that during a da vinci hysterectomy procedure, the staff reportedly observed the shear of the harmonic ace curved shears insert broke off of the instrument head. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the harmonic insert to have a broken blade. The broken fragment was not returned to intuitive surgical for analysis. The cause of the damage was likely due to mishandling/misuse. There were no other damage found. The da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings - avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error. Handle instruments with care. Avoid mechanical shock or stress can cause damage to the instruments.